Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, the home patient (hp) had put in a new cassette with old solution bags. The technical service representative (tsr) assisted the hp with ending therapy on the hc and advised the hp to start over with all new supplies. The hp would start over with all new supplies. The hp contacted global product surveillance (ps) on (B)(6) 2011 regarding the reported problem. The hp stated that she was able to complete therapy with new supplies. The hp stated that she did try to restart therapy with a new cassette and old solution bags. Ps explained that this was not the proper way to start therapy over. The hp understood the explanation. The hp had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a use error reuse of single use supplies was confirmed. The patient stated that they changed out the cassette but not the solution bags. Labeling clearly states not to reuse supplies. Baxter is unable to determine a cause as to why labeling instruction wasn't followed. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.